Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with a premature elective replacement indicator notification for their implantable cardioverter defibrillator. Further investigation confirmed that there was unusual battery current drain. Device was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. The cause of the early battery depletion was due to high current draw from the device. The cause of the high input current was found to be a hybrid anomaly. Telemetry, pacing, sensing, impedance, patient notifier, high voltage output, and high voltage shock were tested on the bench. No anomaly was detected.